Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When doctor pulled off clamp, plastic piece broke off on the bottom of the ankle clamp.

Manufacturer narrative:
The device was not returned as it was discarded by the hospital. An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was not confirmed. Method & results: -devaluation and results: not performed as the product was not returned for inspection. -medical records received and evaluation: not performed because there is no indication the event was related to patient factors -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: although that the product was not returned for inspection.the investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use based on previous investigations. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
When doctor pulled off clamp, plastic piece broke off on the bottom of the ankle clamp.